Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The son of the customer reported that the customer was treated with an insulin drip and was confined in the hospital for three days. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.